Event description:
During a case in the emergency room, it was reported that the device failed to provide defibrillation therapy to a patient. The specific device failure/patient outcome was not provided. Customer would not provide further details on the event and/or patient.

Manufacturer narrative:
(B) (4). Follow up with the customer found that the facility biomed determined the root cause of malfunction to be the therapy connector. The biomed replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to service.